Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2000 ohms, as well as noise and loss of pacing at maximum outputs. The device was programmed to vvi 40. The patient was feeling symptomatic with these observations. The lead will be revised soon.